Event description:
The company was informed of an alleged incident via email on (B)(6) 2014. The alleged incident was described to the company as followed. The nurse filled the unit and no issues were noted at this time. Staff put the patient in a wheelchair with the device on it's side. About an hour later the nurse was called due to excessive vapors coming out of the patient's nose and unit. The canula was frozen to the patient's nose and was unable to be removed. Patient received burns to his nose and required hospitalization. The information provided to date, indicate that the staff placed the unit on its side. The company has very clear warnings about not placing the sprint unit on its side and also has clear symbols and warning statements to always maintain the unit in an upright position.